Manufacturer narrative:
Analysis of the returned device did not confirmed the reported issue: there is no freeze during the interrogation of an imd device or while using the tabs. The parameters can be changed normally. The most probable hypothesis is that the reported event is related to a known bug, the pop-up issue: the pop-ups and/or programming menus and/or dropdown list are not visible by the user. Indeed, they are present but displayed behind the main screen. Therefore, the user is not able to choose/click on the appropriate answer/parameter and this explains the reported freeze during the programmer session. This issue has been reproduced by the r&d team. The most likely hypothesis is a programmer software issue, and it is corrected in the smartview version 3.18. Since no additional information are available, the root-cause cannot be established. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2024, the tablet screen was blocked while interrogating.

Event description:
Reportedly, on (B)(6) 2024, the tablet screen was blocked while interrogating.

Manufacturer narrative:
Follow-up MDR created by mistake, there is no modification between analysis of the returned device did not confirmed the reported issue: there is no freeze during the interrogation of an imd device or while using the tabs. The parameters can be changed normally. The most probable hypothesis is that the reported event is related to a known bug, the pop-up issue: the pop-ups and/or programming menus and/or dropdown list are not visible by the user. Indeed, they are present but displayed behind the main screen. Therefore, the user is not able to choose/click on the appropriate answer/parameter and this explains the reported freeze during the programmer session. This issue has been reproduced by the r&d team. The most likely hypothesis is a programmer software issue, and it is corrected in the smartview version 3.18. Since no additional information are available, the root-cause cannot be established. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2024, the tablet screen was blocked while interrogating.

Manufacturer narrative:
Analysis conclusion not available yet.